Manufacturer narrative:
Three (3) alaris valves and two (2) units returned to moog medical in (B)(4) and the outer packaging from four (4) different units was also received. Cf1122241 (1 unit with packing identified "does not leak"). Cf1120907 (1 outer packaging without unit identified "does not leak" and 1 unit with packaging identified "leaked"). Cf1119514 (1 outer packaging without a unit identified "does not leak"). The admin set with a non-vented cap was air pressurized and put under water and it did not leak. Then the admin set was connected to the alaris valve with the non-vented cap and a leak was detected with less than 1 psi. The location of the leak was at the connection between the admin set and the alaris valve. There is not enough data to pin down which component being caused the leaked problem. Moog is continuously monitoring and investigating on this issue.

Event description:
Info received indicates the set was leaking from the tube and end cap connection. The customers did not track the lot numbers but have given a number of possibly affected lots: cf1122241, cf1120215, cf1123010 and cf1118110.